Manufacturer narrative:
Device evaluated by customer biomed.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed . There was no reported patient involvement.